Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that contour next link 2.4 was not working, screen remain black and did not respond, and customer was attempted to charge it but still not respond. No harm requiring medical intervention was reported. The device will not be returned for analysis.